Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Unit also received with cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case on battery side, scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, the unit came in with a critical pump error (open book) alarm. During deconstructive analysis, moisture damage was noted causing an intermittent electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.